Event description:
Diagnostic laparoscopy with right ooporectomy, fulguration of endometrial implants and lysis of adhesions on left ovarian side wall performed on 10/16/96. Readmitted on 11/5/96 for surgical exploration of abdominal mass. Retention of foreign body part of 5 millimeter trocar. Incision and removal of foreign body.